Event description:
The customer obtained negatively biased phyt results from a single pt sample using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased results were reported, however, there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that phyt quality control results were acceptable at the time of the event. The investigation found no evidence to suggest that either the vitros 5,1 or the vitros phyt slides had malfunctioned. The root cause of the biased phyt result could not be determined, however, pre-analytical error resulting in a short filled sample tube and poor sample quality cannot be ruled out.